Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. On (B)(6) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the blood glucose reading of 300 mg/dl on the reported meter. Based on this elevated reading, the patient took ten units novorapid insulin according to his sliding scale. Twenty minutes afterwards, the patient experienced the symptoms of shaking, sweating and he passed out. The patient administered self-treatment by consuming sugar; he did not seek any medical attention. The patient also reported that on (B)(6) 2011 at 6:26 pm he obtained the control solution result of 180 mg/dl on the reported meter, which was out of range high for the lot of test strips in use. Troubleshooting revealed the patient's testing technique was correct, the control solution was correct and within opened expiration dating, the test strips were in good condition and within opened expiration dating, and the meter was set to the correct unit of measure. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529. Date of manufacture: 3/8/2008.